Manufacturer narrative:
The lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the two following lot numbers: w3319041, manufacture date 08/05/2013, expiration date 08/05/2016; w3332170, manufacture date 09/12/2013, expiration date 09/12/2016. Investigation evaluation: our evaluation of the returned device confirmed the report. The device was returned in two sections. The proximal section returned with the hub was 123 cm long. This section had a kink at 37 cm from the proximal end. The distal section with the balloon is 129.5 cm long. The ends of the separated catheter match therefore no part of the device is missing. The broken ends of the catheter and internal wire guide lumen are flattened are jagged indicating excessive force and stress fracture possibly from repeated bending contributed to the catheter separation. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number involved was requested from the initial reporter but was not provided. After a review of the account ordering and shipping history, we confirmed the lot number involved is either w3332170 or w3319041. The device history record for these lot numbers was reviewed. A discrepancy or anomaly was not observed with the product that was released from distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit properly working condition, do not use.¿ the instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and catheter preservation. The instructions for use direct the user to apply negative pressure to the balloon to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage esophageal-pyloric-colonic wire guided balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history records confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the procedure, a cook hercules 3 stage wire guided balloon was used. The balloon was advanced through the endoscope to the colon and inflated with water and contrast. The procedure was completed with the device in question. Upon removal from the endoscope, the device sheared in half inside the endoscope channel. The endoscope was removed from the patient and the balloon device was removed from the patient and balloon device was removed from the endoscope. Immediately after the procedure, the endoscope was cleaned. During cleaning, the technician found a piece of the sheared balloon device material inside the endoscope channel and removed it. No section of the device remained inside the patient or endoscope channel. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.